Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. A bolus was delivered to address bg level. Reportedly, the customer alleged that the bolus feature was not delivering boluses as expected. Although requested by tandem technical support, the pump history was unable to be verified.